Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va052e7, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was "not sure if the leads moved." There was pain and stimulation ina different location.the patient was feeling it in the piriformis muscle by the sciatic nerve. It was noted that muscle "jumps" and it is "kind of painful.". This started about 2 weeks ago. The patient did have a fall on her right side. She thought she broke her hip but she did not. It was believed it was before the ins was placed but could not remember exact timing. The patient has torsion dystonia and her body bends in different positions. The pain the patient was experiencing could be that acting up. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that right after their device was implanted they fell really hard and they thought the leads had moved but they didn't. The patient reported the implant had come out of the muscle pocket and now it sticks out. There were no further complications reported.